Event description:
It was reported that: "female patient arrived in the post-intervention monitoring room at 9:40 am and the mask was removed by the anesthesiologist. During monitoring, the patient complained of pain in her tongue. A significant lesion on the lingual frenulum was observed, which appeared to be partially severed. Anesthesiologist came to assess the situation and subsequently consulted the ent specialist present in the operating room, who then sutured the wound."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). New information received indicates that this was not a teleflex device, thus, the initial MDR submitted on the 9th january 2026 should be retracted.

Event description:
It was reported that: "female patient arrived in the post-intervention monitoring room at 9:40 am and the mask was removed by the an esthesiologist. During monitoring, the patient complained of pain in her tongue. A significant lesion on the lingual frenulum was observed, which appeared to be partially severed. Anesthesiologist came to assess the situation and subsequently consulted the ent specialist present in the operating room, who then sutured the wound."